Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) treated with a burst of anti-tachy pacing (atp). The burst then accelerated the patient's rhythm and the device delivered a shock. A boston scientific technical services consultant discussed the decision criteria for rhythm ID, and that it was possible that the nominal coupling interval and burst interval of 81% may have been too aggressive for this patient. The boston scientific representative planned to discuss with the physician whether to change to 84% or 88% intervals with atp.